Event description:
A customer contacted beckman coulter inc. (Bci) reporting that there was clear fluid dripping underneath the coulter lh 750 hematology analyzer without instrument generated flags. There was no death, injury or change to patient treatment with regard to this event. There was no exposure to mucous membranes or open wounds.

Manufacturer narrative:
A field service engineer (fse) went on-site and found cut tubing inside the instrument and replaced it. Fse then verified performance of the analyzer. The root cause for this event was the leak from cut tubing found by the fse.